Manufacturer narrative:
(B)(4). Other relevant device(s) are: product ID: 9736119r, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess). It was reported that the system went unresponsive three times during the case. They had to perform a hard reboot on the system to get it back up and running. After the case the system was checked for memory space and only 15% was used. The patient exams all looked normal. There was a procedure delay of less than one hour and no impact to the patient.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer boots normally to the application screen. The ent program starts and runs normally. No unresponsiveness was observed. No fault found. If information is provided in the future, a supplemental report will be issued.